Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: na. Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that dfm100 doesn't show message on the screen when test plug (12pn : 989803171271) connect to the unit, this happed in all units of model efficia dfm100 defibrillator. There is fault asystole alarm on the screen/printing. End user can in mistake use the unit to start CPR. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #: 861290) and will be reported in the united states under device model #: 861290.